Event description:
It was reported that the user received an occlusion alert on the ilet while using a steel contact detach infusion set with 23-inch tubing; delivery was tested and resumed with no visible bubbles or kinks, and the user planned to monitor for recurrence after having eaten a boiled egg, half a bagel, and half a banana. Symptoms included hyperglycemia with a highest reported blood glucose of 242 mg/dl and no other symptoms. Outcomes included a delay to therapy as insulin delivery was paused until testing was completed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a medical device problem category of lack of effect, with the device component categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.